Event description:
The customer reported to olympus, during maintenance, the visera elite ii video system center was not switching on. It was noted, the field service engineer (fse) inspected the equipment and found processor display panel was not getting on. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the display backed out internally de to a faulty control panel (cp), color bar was displayed on the monitor screen instead of endoscopic image due to a faulty cp board, scratch was noted on the top cover, scratch was noted on the rear panel, scratch was noted on the front panel and hit marks were noted on the heat spacer. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the blacked-out image was caused by failure of a printed circuit board. Additionally, a power supply unit failure may have contributed to the reported event. However, a definitive root cause could not be established at this time. Olympus will continue to monitor field performance for this device.